Event description:
Upon insertion of an internal uterine pressure catheter (iupc), vaginal bleeding occurred subsequent emergent c-section required. It is suspected that the inserted device contributed to a placental abruption.

Manufacturer narrative:
The following is the information obtained from the hospital: g2p1 at 39 weeks undergoing and induction of labor. The fhr was reassuring (120's with accelerations) prior to iupc placement. The iupc was placed and blood was visualized in the lumen of the catheter. No attempt was made to remove the catheter at that time. However, the fetal heart rate decreased within a minute a placement and failed to recover. The patient was delivered via an emergent cesarean section approximately 22 minutes after the iupc placement. The apgar scores were 0(1), 0(5), 0(10), & 2(15). The infant was resuscitated with fluid and blood in the or and transferred to the nicu. It was discharged after 4 days and according to the physician, the infant's eeg status is normal at 2 months. The placenta was examined by pathology and a "possible" puncture site was noted. It appears that the koala functioned appropriately. A flashback of blood was visualized, but apparently not heeded and the catheter was advanced completely into the patient.